Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during an unspecified procedure, a non-abbott balloon ruptured and upon removal of the balloon through the common femoral artery access site, a starclose clip, that had been previously placed in the artery on an unknown date, inadvertantly came out with the balloon. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. It was not known when, where or who had deployed the starclose clip. No additional information was provided.

Manufacturer narrative:
(B)(4). The starclose se clip was not returned for analysis. The analysis of the clip may have assisted in determining a cause for the reported clip removal. Reportedly, the clip was removed/dislodged during removal of a damaged non-abbott device. Per the instructions for use, the safety of repuncture at any time through any part of a previously deployed starclose se clip, and the safety of subsequent closure of this repuncture using the starclose se vascular closure system, have not been fully established. During manufacturing, to assure that all products perform according to specification, they are subject to inspection and samples from the lot are destructively tested. The lot history record review and similar incident query for this product were not performed as the part and/or lot number were not reported and the product was not returned for analysis. Based on the reported information and the inspection criteria, the reported clip dislodgment appears to be related to the damaged non-abbott balloon being pulled through the previously deployed clip and not related to a starclose se product quality deficiency.